Event description:
In 2003, I had a vaginal hysterectomy of uterus and cervix, a gynecare tvt bladder repair and repair of cystocele. From the time of the operation, I experienced pain across the groin area, into the right labia and down the inside of my right leg to just above the knee. I was also having pain in the right ilioinguinal nerve area. The pain was like I was being torn apart inside from something too tight, also suprapubic pain like being cut with broken glass. Walking was excruciating as was sitting, even lying down was painful. I searched for 2 years to find a dr who would recognize the fact the tvt was too tight. Even after the tape was cut to loosen it I still had pain. I am now 5 years out of the surgery that put this tvt inside me and I have been diagnosed with permanent ilioinguinal and iliohypogastric nerve damage. I still have pain across my groin area, my right labia and down the inside of my upper right leg and in the right ilioinguinal nerve area like I am being cut with broken glass. My quality of life has diminished to the point I cannot live my life, I can't work, clean my home, shop for groceries, make love with my husband, enjoy my children or grandchildren because of the extreme pain I am in because of this tvt I wish I never had. I have been robbed of 5 years of my life so far and thousands of dollars seeking help from where I live in maine to new york and in 2 weeks my husband and I will by flying to another state to see yet another dr who is going to try and remove all of this mesh from my body. I do not know if this will cure my pain, but hopefully I will be much improved. I think it will take away the feeling of being constantly cut by a grater, no one should have this mesh put inside them it should be banned. I was never even shown a brochure on the tvt or told of its negative side effects the dr made it sound so simple and benign. It is anything but! Dates of use: 2003-2008.